Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-07991 and 2134265-2015-07992. It was reported that catheter withdrawal difficulties were encountered. The chronic totally occluded target lesion was located in the left anterior descending (lad) artery. In unknown order, a 2.50 x 38 and two 2.50 x 12 synergy ii everolimus-eluting platinum chromium coronary stent systems were advanced and deployed to treat the lesion. However, the stent delivery balloons became stuck to their stents post-deployment and the guide catheter was sucked into the left main artery when the physician attempted to remove the delivery balloons. The devices were eventually removed from the patient with no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2015-07991 and 2134265-2015-07992. It was reported that catheter withdrawal difficulties were encountered. The chronic totally occluded target lesion was located in the left anterior descending (lad) artery. In unknown order, a 2.50 x 38 and two 2.50 x 12 synergy ii everolimus-eluting platinum chromium coronary stent systems were advanced and deployed to treat the lesion. However, the stent delivery balloons became stuck to their stents post-deployment and the guide catheter was sucked into the left main artery when the physician attempted to remove the delivery balloons. The devices were eventually removed from the patient with no patient complications reported.